Manufacturer narrative:
(B)(6). On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The peritonitis was manifested by cloudy pd effluent, feeling uncomfortable and fever. The cause of the peritonitis was unknown. On an unreported date in the same month as onset, the patient was treated with cephalosporin (dose, frequency and route not reported) and an unspecified anti-inflammatory medication intraperitoneally (dose frequency not reported). On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the event. Pd therapy was ongoing. Additional information is not available.